Event description:
It was reported by the customer that the l hook was only used before the insulation started to peel off.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.